Event description:
Customer reported that the unit intermittently has been continuing to pump on station 1 without alarming after the programmed volume has been delivered. On the day of the complaint, the first bag of the day was being compounded. The unit was programmed to deliver 205ml of 20% lipid (sp grav = 0.99). It delivered 355ml, according to the volume delivered display, when the unit was turned off. The unit had been calibrated just before compounding began. The unit was taken out of service and the tpn bag discarded, so there was no pt involvement. The unit will be evaluated by product svcs.